Manufacturer narrative:
(B)(4). 510(k) k072240. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2014 via the right internal jugular due to pe risks. Plaintiff is alleging migration and that the device is unable to be retrieved. Although the plaintiff alleges the device is unable to be retrieved, no removal attempts were reported.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating: "plaintiff is alleging migration, device is unable to be retrieved, other: filter in place more than 90 days, too risky to attempt retrieval and future perforation and fracture are likely. Although the plaintiff alleges the device is unable to be retrieved, no removal attempts were mentioned in the pps". Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.